Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: the review of the black box data and the pump¿s alarm history showed call service alarm 052 and 054 occurrences. During the actual testing, the pump powered on properly with no alarms. The pump was exercised for 24 hours and post 24 hours, no call service alarms were observed. Unrelated to the original complaint, moisture was observed in the display. The pump case was cracked near the top right corner of the display. The battery compartment was cracked in two places. A leak test was performed and identified two pump leaks at the battery compartment crack and the pump case crack. In addition, the pump was opened up and further moisture damage was noted to the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.